Manufacturer narrative:
B3: estimated date of event. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: abstract title "outcomes in single vs double perclose proglide device technique during transfemoral transcatheter aortic valve implantation: meta-analysis".

Event description:
This event is from a literature review of patients who underwent transfemoral transcatheter aortic valve replacement (tf-tavr) procedures using the preclose technique with proglide closure of unspecified vessels. The meta-analysis review of the data from five prior studies compared the use of a single proglide versus double proglide closure technique. The review concluded there was no significant difference in procedural success between the two techniques. It was found that there was a significantly reduced risk of arterial dissection and major bleeding events with the single proglide use. Specific patient information is documented as unknown. Abstract attachment: outcomes in single vs double perclose proglide device technique during transfemoral transcatheter aortic valve implantation: meta-analysis.

Manufacturer narrative:
The devices were not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage and dissection are listed in the electronic perclose proglide instructions for use (eifu) as potential adverse events of use of the device. A definitive cause for the reported unspecified failure mode could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage and dissection and the relationship to the product, if any, cannot be determined. The treatment of unexpected medical intervention was related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.